Event description:
The stent to move inside the introducer, the second stent failed to reach the targeted site.

Manufacturer narrative:
A kinked introducer, an excessively calcified lesion, or procedural complications may have played into the stent dislodgement. With no devices to review only lot qualification data recorded by quality control was reviewed and no out of specification values were observed. Based on the information provided as well as no issues observed with either the data retained in quality control or the observations recorded, atrium can find no fault with the manufacturing process or the catheter in question.